Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of misalignment between the stylus tip and the cursor on the display screen. The connection between the overlay and the xy board was reseated and the stylus calibrated. The hard drive was reconfigured, the software was reloaded and updated and the programmer passed its final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchpen on the programmer could not be used; an attempt to calibrate the touchpen was unsuccessful. Troubleshooting steps that were tried did not resolve the issue. Further troubleshooting steps recommended trying to use either a mouse or the tab and space keys on the keyboard to navigate the screen. If the issue does not resolve, then it was suggested to send the programmer for repair. There was no patient involvement. It was further reported on the returned paperwork that the user was still unable to calibrate the stylus for the programmer. The programmer was returned for service.